Event description:
Dictation was received reporting inappropriate shocks, secondary to lead malfunction, due to clavicular crush. During dft testing at the lead revision procedure, external defibrillation was required, so the lead position was revised and satisfactory dfts obtained. The patient tolerated the procedure well, with no complications noted.